Manufacturer narrative:
The device was discarded and will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is not known and therefore, a review of the device history record can not be performed. The patient's blood was tested for blood born transmittable diseases and no issues were found. If in the future any additional information or the actual product sample is returned a follow-up medwatch will be submitted. Device discarded - not returned for evaluation. The event has not been confirmed due to no product was returned. The analysis is complete as of today november 9, 2011.

Manufacturer narrative:
The device was discarded and not returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device was provided and a review of the device history record did not detect any deficiencies in the manufacturing process. The event has not been confirmed due to no product being returned for evaluation. The analysis is complete as of today (B)(4), 2011.

Event description:
It has been reported to us that after the procedure was completed the technician was removing blood from the syringe and pinched her hand tearing through the glove and cutting through the skin, exposing herself to the patient's blood. The technician was treated and is reported to be fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.